Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the catheter started leaking near the hub two days after insertion. Additional information received from the customer stated the catheter was removed and a new catheter was inserted by the provider.

Manufacturer narrative:
Evaluation summary: because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. One used catheter was received at the manufacturing site for analysis and investigation. Visual inspection of the sample showed signs of use. During the evaluation, the catheter showed a leak below the strain relief. The reported event was confirmed. The manufacturing site performs 100% leak testing per procedure, which would identify leaking in the catheter assembly. The instructions for use warn to not use sharp clamps or instruments to handle the catheter since even a minor cut could tear or break the catheter. It also advises, do not stretch the catheter or use alcohol or acetone-based skin preparations, adhesive enhancers, or solutions directly on the catheter. The possible root cause is most likely damage during use caused due to manipulation by the user. This complaint will be used for tracking and trending purposes.